Event description:
It was reported that the left ventricular (lv) lead was causing phrenic nerve stimulation (pns) in the patient. During a device change-out procedure back in (B)(6) 2022, an attempt was made to implant a new lv lead but was unsuccessful in getting venous access. The lv lead was later capped and replaced on (B)(6) 2023. There were no adverse health consequences, the patient was stable.